Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed no drops in voltage prior to the temperature issue. The pump electrical current draws were within specifications. The pump was run for 24 hours with no reboots, overheating, or power losses were duplicated. The pump was opened to find no evidence of moisture with no defects. No damage was found to the power circuit. The complaint was unable to be duplicated during investigation.